Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however it is similar to reply model already approved in the u.s.

Event description:
Reportedly, during a pacemaker replacement procedure that occured on (B)(6) 2016, after connecting leads and placing the device in the pocket, pectoral stimulation was observed. The physician decided to replace the subject pacemaker by another one.

Manufacturer narrative:
The subject device models is not approved in the u.s.; however it is similar to reply model already approved in the u.s.

Event description:
Reportedly, during a pacemaker replacement procedure that occured on (B)(6) 2016, after connecting leads and placing the device in the pocket, pectoral stimulation was observed. The physician decided to replace the subject pacemaker by another one.